Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the hypotube 6.4cm from the handle. The tip is slightly flattened. The collar is separated, and the ptfe is still holding the two ends together. The separation appears to have been kinked prior to separating. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14-aug-2019. It was reported that the connection between the device and guide catheter was kinked. The 90% stenosed target lesion was located at coronary artery. A 145 guidezilla was selected for use. During preparation, it was noted that the connection between the device and guide catheter got kinked. The procedure was completed with another of same device. No complications were reported. The patient status was stable post procedure. However, device analysis revealed a separation at the collar.